Event description:
It was reported that the rv (right ventricular) lead was explanted due to inappropriate shocks caused by oversensing. No patient complications were reported as a result of this event.

Event description:
It was reported that the rv (right ventricular) lead was explanted due to inappropriate shocks caused by oversensing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Analysis summary: distal conductor fractured; full lead analyzed. Lead appears to have been implanted with a kink in it just distal of the anchoring sleeve fixation site and near the fracture.